Event description:
Pt was on epidural pca infusion for post-operative pain. Had no pain relief on post-operative day #3 after refilling pca solution, lasting 24 hours. Pca machine display indicated that the drug was being delivered, but the bag remained full. The pca tubing was then noted to be kinked where it sits at the door of the machine. The tubing was changed, and the machine subsequently worked appropriately. The pca usually will display an occlusion error message when that happens.